Event description:
It was reported that the pt experienced impedance readings of greater than 4,000 ohms on all bipolar pairs. The default test values were increased and the impedance test was re-run. The pt's ins and lead were replaced. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).